Manufacturer narrative:
A test reservoir was installed and did not lock in place due to broken reservoir tube lip. We were unable to perform the displacement test due to broken reservoir tube lip. The device had minor scratched lcd window, broken battery tube threads, missing reservoir tube o-ring, cracked reservoir tube window, cracked case at reservoir tube window corners and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report damage to the insulin pump. Customer's blood glucose reading at the time of the incident was not included in the report. Customer reported that there are missing parts on the pump. Customer reported that the damage is located at the top of the reservoir compartment. Customer reported that there are cracks at the opening. Customer reported that they are not able to keep it together. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.